Event description:
Olympus received a medwatch report, which stated, "anesthesia was looking down the double lumen tube with their bronchoscope to confirm proper placement. The bronchoscope got stuck while trying to take it out. After pulling out the bronchoscope it was noticed that approximately the last two inches of the black out layer of the scope was degloved. Anesthesia looked down the tube with a smaller scope and realized that microscopic pieces of the black outer layer were isolated in the patient's airway. Md suctioned and irrigated until he could not see anymore of the pieces."

Manufacturer narrative:
Olympus followed up with the user facility to obtain additional information regarding the reported event and was informed that the original intended procedure was a left video assisted thorascopic surgery exploration with doxycycline pleurodesis. The subject device reportedly became stuck following intubation. The black plastic had reportedly peeled back and black foreign bodies were subsequently observed in the patient's airway. The black foreign material(s) were successfully retrieved from the patient's airway following lavage and suction. The intended procedure was completed using a different device. There was no patient injury reported. However, the patient is reportedly doing fine after the surgery. The patient was an in-patient prior to undergoing the procedure. The device referenced in this report was not returned to olympus for evaluation. Olympus reviewed the instrument history and based on this review it was determined that the subject device was last returned to olympus for service on august 20, 2009, at which time it received a complete refurbishment. The exact cause of the user's report could not be exactly determined. This report is being submitted as an MDR in an abundance of caution.